Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery/occlusion alarm noted, during testing. Successfully, downloaded history files and traces using thump. In further full review in the pump history file/ trace and found (2) no delivery/occlusion alarms on 04-jul-2024 at 10:59:01 and 11:02:07, during basal delivery. Pump was cut open to perform visual inspection. And no physical damage or moisture damage found on the electronic assembly, motor assembly and force sensor assembly. The force sensor measurement was within spec range (22.8 mv). Test p-cap and reservoir locked properly into reservoir compartment, during testing. The following were noted, during visual inspection: cracked battery tube threads, cracked case at corner of the belt clip rails and missing display window cover. No delivery/occlusion alarm was not confirmed. No current code/category not confirmed. Cosmetic damage found on the pump case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced damage (physical or cosmetic). The customer reported, no adverse event. The event involved product(s) mmt-1884. Troubleshooting was not performed. Customer rejected bolus, when using quick bolus randomly. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1884 was requested. And the device was returned.